Event description:
The patient reported that the needle button released prior to the 24 hour period on 15 of the v-go devices. The patient did not provide specific dates for the events. Patient stated that she discarded the reported v-go devices.